Event description:
This complaint is reportable based on the analysis completed on august 15, 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The 90% stenosed target lesion being treated was located in the severely calcified and severely tortuous left anterior descending (lad) artery. The lesion was pre-dilated with an unspecified balloon. A 3.00x24mm promus element sds was advanced to the lad and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified stent damage. The stent struts at the centre of the stent were both raised and misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).